Manufacturer narrative:
Further information could not be obtained.

Event description:
It was reported that the patient's left ventricular (lv) lead had dislodged. The lead was explanted and replaced. No patient condition or additional information was reported.